Event description:
Reporter alleged pt blood glucose was hi and within 30 mins a repeat 180 mg/dl. It was reported within another 30 mins the meter read 451 mg/dl and the lab measured 606 mg/dl. Reporter stated venous samples were used and no treatment info was provided. Controls were within range reportedly. A request was made for the return of the suspect device and replacement product was sent.